Event description:
Omnipod reservoir repeatedly leaking after 1-2 days of inserting into pt. Cannula comes out . Pt uses overpatches, has used grit glue provided by manufacturer, has repeatedly discussed with insulet rep and recd extra training. Pt blood sugar rises due to cannula coming out. FDA safety report ID# (B)(4).